Manufacturer narrative:
Philips received a complaint on the heart/start xl+ defibrillator indicating that the device has a low battery. There was reportedly no patient involvement. The customer was informed that service could no longer be completed on the device as the device had reached end of life (eol). The heartstart xl+ device and all associated service/support was discontinued on 31-dec2022. Therefore, a replacement battery is not available. The reported issue could not be verified, and a cause could not be established. The device remains at the customer site. No further investigation or action is warranted at this time. H3 other text : device is end of life / end of support.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator/monitor's battery has deteriorated. There was no reported patient impact or injury.